Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted. (B)(4).

Event description:
It was reported that a patient experienced suspected peritonitis manifested by cloudy pd effluent, abdominal pain, and vomiting coincident with peritoneal dialysis (pd) therapy. The cause of the event was not reported. It was not reported whether the patient was hospitalized for suspected peritonitis. On an unreported date, the patient began taking unspecified medicines for the event. The outcome of the event was not reported. The action taken with dianeal therapies was unknown. No additional information is available at this time. This is report 2 of 3 involved in this event.